Event description:
It was reported that a minimum fill notification occurred. The cartridge was loaded and customer declined further troubleshooting from tandem technical support. Customer¿s blood glucose level was 113 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.